Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found, visual examination of the connector noted no anomalies.

Event description:
It was reported that prior to implant, the device displayed the grey longevity bar even though the device had not been kept in the cold. The device was never implanted. No patient complications have been reported as a result of this event.